Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the 400 cc evacuator 1/8 inch pvc trocar hemovac appeared to not be primed. Attempted to prime the hemovac. After attempting to prime it took the hemovac less than 2 seconds to completely refill with air. When checking the line they found that the drain was completely disconnected with both ends underneath the patient with drainage on the patients bedding and gown. Then they have applied sterile gauze to the end of the tube and clamped the line.